Manufacturer narrative:
Concomitant products: dtmb1d4 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on atrial electrograms (egm) during follow up device check and was reproducible with patient movement of left arm. It was also reported that right atrial (ra) lead was suspected to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.